Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor introducer physically broken. The customer¿s blood glucose was unknown. Customer stated that before the insertion they noticed the issue with the sensor. Customer stated sensor was not worn. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will not be returned for analysis.